Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test from cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad blurry image due to bad scratches on charged coupled device (ccd) lense. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a therapeutic procedure, the camera head image was very blurry. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation for a therapeutic procedure, the camera head had very blurry. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.